Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had helium leak alert/gas leak. There was patient involved and no harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
After further review the reported failure was unable to duplicate by the fse. This is a non-reportable event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.